Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1sh13 serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that they said what probably caused the impedance issue was something wrong with electrode #3 on the lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller reported meeting with the patient today. The therapy had been working very well, allowing the patient to work 60 hours a week and controlled her leaking until yesterday. Yesterday the patient felt shocking sensation a couple times in the area she normally feels stimulation but this time so strong it knocked her down. The patient tried turning stimulation down on custom program a 3+0-2- (around 1.1v) but the shocking remained until stimulation was turned off by the patient. Impedances were taken today and contacts 1/3 appeared orange -caller thought around 0 ohms. Caller attempted to turn stimulation on today but shocking came back. The manufacturer representative (rep) programmed patient using contacts 2-0+ and stimulation was comfortable for the patient. Patient will try this program to provide therapy. No further complications were reported.